Event description:
A customer contacted beckman coulter inc (bci) stating random high sodium (na) results were being generated by the unicel dxc 800 synchron chemistry analyzer. The issue was discovered by delta check failures. The samples were repeated on an alternate instrument and the results were approximately 10mmol/l lower and the original results were amended. The actual results were not provided by the customer. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
A field service engineer (fse) went on-site, cleaned the flowcell and replaced the carbon bridge.